Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient had seen a physician in (B)(6) 2016 and (B)(6) 2017 (exact dates are unknown) for routine visits. Follow up information revealed the physician to have treated patient for a skin irritation, alleged from pod usage, with an unknown antibiotic and steroid cream. Additionally, over the counter neosporin and hydrocortisone were used.